Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not recognize that a patient was connected to the device via therapy cable and defibrillation electrodes (brand unknown).  The customer advised that the exact date of the event was unknown and that it had occurred several weeks prior to contacting physio-control.  No further details were provided by the customer.    Physio has made multiple unsuccessful attempts to contact the customer in order to obtain additional details about the patient, as well as the reported issue.